Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received nine shocks for nine different episodes of ventricular arrhythmias. It was observed that the patient was hospitalized. Currently, this crt-d remains in service and no additional adverse patient effects were reported.